Event description:
It was reported by the nursing home that the patient had an increase in seizures. The patient generator was interrogated and no issues were observed. No additional relevant information has been received to date.